Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The pateint's spouse reported via the manufacturer representative (rep) that the patient was implanted on (B)(6) 2011. After having the surgery, and recovery, the patient was told by a nurse to get dressed so she could be discharged. The nurse had left the patient alone; when the patient attempted to get out of bed, fell to the floor not realizing she had no feeling in the legs. The nurse returned and helped the patient get up and into bed. Due to the fall, the patient was seen by the physician. It was noted that the patient was told that if stimulation could be felt, the implantable neurostimulator was working and not to worry. Due to pain from the surgery and lengthy recovery, after beginning to feel better, the patient determined that the neuropathy was no better than prior to the implant. The patient was later seen by a rep, adjustments were made; however it didn't make any difference. It was noted that the trial worked; however, the permanent implant did not. No scans or anything were ever done to verify the leads were in the co rrect location. The patient did not have a physician, but noted having an appointment on (B)(6) 2016 with a neurosurgeon. The patient was considering explant, additionally, the following options were discussed, evaluation of the state of neuropathy, imaging for lead positioning, reprogramming, and revision. Indication for use included other chronic/ intract pain (trunk/limbs).

Event description:
Additional information received from the consumer reported they thought that perhaps the fall caused some movement of the electrodes or something shifted and thus it was not able to block the pain. It was noted no one else felt that way and no one could explain why the trial worked and the permanent implant didn't. The doctor's conclusion was if the patient could feel the stimulator it was "working."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.